Event description:
Customer reported the alarm has power yet when pressure is released from the sensor there is no sound. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result: eval of the product did not confirm the reported issue; the alarm has power but there is no sound when pressure released from the sensor. Fall safe feature does not work. The alarm case is missing the battery door. Instructions for use have a warning statement: store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).